Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). Reporter¿s phone number:(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the rotation per minute was below specification on the handpiece device. It was further determined that the device was too loud and power was too low. It was further determined that the device failed pretest for check for noise verification and initial rotational speed. It was noted in the service order that the device had an undetermined malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.